Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm and motor position encoder error alarm on the insulin pump. Troubleshooting for motor error was performed. Customer advised motor error alarm occurred during basal delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The insulin pump passed rewind, basic occlusion, prime and displacement test. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.